Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for 38 patients. Fourteen of those patients had discrepant results reported outside the laboratory and six patients had corrected reports issued. The customer considered the results questionable because following the sample run, the hcgb quality control (qc) was performed, per laboratory practice, and the qc failed. The initial samples were run in aliquot cups from the customer's mpa, and the repeat tests were performed in the primary tubes. All repeat testing was done on another e-module, (B)(4). The first patient's initial hcgb result was 0.17 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The second patient's initial hcgb result was 41.47 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The 0.1 miu/ml result was issued as a corrected report. The third patient's initial hcgb result was 3.6 miu/ml. The repeat result was 2.7 miu/ml. The fourth patient's initial hcgb result was 2.14 miu/ml. The repeat result was 0.109 miu/ml. The fifth patient's initial hcgb result was 20.22 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The 0.1 miu/ml result was issued as a corrected report. The sixth patient's initial hcgb result was 2.01 miu/ml. The repeat result was 0.109 miu/ml. The seventh patient's initial hcgb result was 29.72 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The 0.1 miu/ml result was issued as a corrected report. The eighth patient's initial hcgb result was 1.09 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The ninth patient's initial hcgb result was 1.67 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The tenth patient's initial hcgb result was 2.31 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The eleventh patient's initial hcgb result was 19.95 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The 0.1 miu/ml result was issued as a corrected report. The twelfth patient's initial hcgb result was 21178 miu/ml. The repeat result was 15740 miu/ml. The result of 15740 miu/ml was issued as a corrected report. The thirteenth patient's initial hcgb result was 1.07 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. The fourteenth patient's initial hcgb result was 1.03 miu/ml. The repeat result was 0.1 miu/ml accompanied by a data flag. There were no adverse events. The hcgb reagent lot number was 16250103 and the expiration date was 07/31/2012. The field service representative found that the previous shift had installed the incubation disk cover incorrectly, causing the sample probe to hit the cover. The cover had dry serum built-up where the probe had been hitting. He also found that the reagent stirrer was bent. He correctly installed the incubation disk cover and realigned the reagent stirrer. Performance testing was done with results within specified limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.